Event description:
It was reported the video processor could not switch mode during a therapeutic laparoscopic colectomy. There were no reports of patient harm.

Manufacturer narrative:
Facility name shortened from (B)(6) due to restriction on characters allowed. Address 1 shortened from (B)(6) due to restriction on characters allowed. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, h2, h6, h11 the device was not returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified based on the results of the investigation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.